Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ yellow particle observed on the device. Deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "expelling surgeon seemed to think it was contracted too but not as bad as the left side". The baker grade is unknown. Physician reported "recalled implants". The device has been explanted and replaced.

Event description:
Patient reported right side "expelling surgeon seemed to think it was contracted too but not as bad as the left side". The baker grade is unknown. Physician reported "recalled implants". The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "expelling surgeon seemed to think it was contracted too but not as bad as the left side". Baker grade was not provided.